Event description:
On (B)(6) 2012, the lay-user/patient and his mother contacted animas and reported and elevated blood glucose (bg) event that possibly occurred in (B)(6) 2011. The patient admitted that he sleeps on the top of a bunk bed with the pump lying beside him. During the middle of the night on an unspecified date/time, the patient claimed that the pump fell of the bed and the infusion set ended up getting pulled out of his site. He was unaware that the infusion set had fallen out. When he woke up, the patient claimed that his bg level was at "600 mg/dl" with large ketones. The patient attempted to treat the patient by an unknown means but was reportedly unsuccessful at getting his bg level down. The patient was reportedly drinking fluids. The patient went to an emergency room (ER) and was diagnosed with dka. He was released the same day. It is unknown what treatment, if any, the patient received during the ER visit. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly developed dka. However, at this time there is no evidence that the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/01/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activities outside of normal use were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.